Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the graft board was getting stuck in the mesher during use. The cutter was found to be dull in multiple areas due to wear; however, the repair was not completed because no repairs to the mesher were necessary and cutters cannot be repaired. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the graft gets stuck in mesher when in use. The event occurred before surgery. There was no harm or delay. There is no additional information available. Investigation found the cutter did not pass inspection. No adverse event was reported as a result of this malfunction.